Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on display screen that affecting ability to read the screen and buttons of insulin pump were harder to press. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had diminished battery life and they changing it every couple of weeks. Customer stated that the insulin pump had crack on case at reservoir area and battery cap was worn. Customer stated that the insulin pump rejects new batteries and it was slower during rewind. Customer stated that the insulin pump had random unexplained no delivery alerts. Customer declined for technical support. The insulin pump will not be returned for analysis.